Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Per the instructions for use (IFU): caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01756, and 3007042319-2015-01757) submitted for devices related to the same event. Controller has not been received.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature switching events. Analysis of the controller revealed that the device met specifications; the device passed visual examination and functional testing. The controller power ports performed as intended during test. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and a battery with the potential to malfunction due to faulty internal cells. The reported "damaged port of the controller" was not confirmed during testing; the controller passed visual and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01756, and 3007042319-2015-01757) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) by the technical consultant that the customer noted when battery was connected to the controller unit providing power, the controller unit automatically switched to the other battery. The patient also noted a damage port on the controller. Log-files were returned to the manufacturer for analysis. The controller and the battery were exchanged with no effects on the patient. The investigation is in progress. This is report 1 of 2